Manufacturer narrative:
(B)(6). Investigation summary: a 2000e china product was not available for investigation; however, the customer indicated the complaint sample was from lot 22015485. The feedback provided by the customer suggests that the smartsite could not be connected to an unknown syringe, with the syringe disconnecting from the smartsite. Further information provided by the customer indicates the connecting products include a longxin infusion set and an unknown luer slip syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22015485 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Please note that the smartsite device is designed to be used with iso luer lock and luer slip connectors provided on standard administration sets, extensions sets and syringes. The directions for use states ¿if the syringe has a slip luer, the syringe should be inserted and then rotated to a 1/4 turn. Engagement should be confirmed by the user" a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite device in the past 12 months.

Event description:
It was reported that the bd smartsite¿ needle-free connector experienced spontaneous disconnection. The following information was provided by the initial reporter, translated from chinese: when it was sealing the patient's tube in the ward, ejected the syringe by itself several times.